Event description:
It was reported the right atrial (ra) lead had far field r-wave oversensing. The sensitivity was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.